Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display screen on insulin pump. Customer also reported insulin pump sent generic restart alarm. The blood glucose reading was 123 mg/dl. Advised customer to replace insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for twenty four hours with multiple basal rates and no blank display noted. All operating currents were within specifications, no unexpected low battery, off no power, or battery out of limit alarm noted. The device alarmed and error after changing the battery due to a faulty component on the interface board. The insulin pump was received with minor scratched screen, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.